Event description:
Covidien received information stating that while in use on a patient, the display on the ventilator went blank. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serous injury or death associated with this event.

Manufacturer narrative:
The user facility inspected the device and reported to have replaced the backlight inverter printed circuit board (pcbs) to resolve the reported issue. The device was reported to have passed an extended self-test. No additional information is available at this time. (B)(4).